Manufacturer narrative:
(B)(4). Operator not trained - per the instructions for use, under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported failure to achieve hemostasis appears to be related to the absence of training. The patient effect of hemorrhage and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The two additional perclose proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the left common femoral artery was completed with two proglide devices, using the pre-close technique, via a 5f sheath prior to a left common iliac stenting interventional procedure. The sheath was upsized to 10f and the interventional procedure was completed. The knots of the successfully pre-placed proglide sutures were tightened but hemostasis was not achieved. A third proglide device was used but hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. A blood transfusion was given. Hospitalization was extended two days due to the hemostasis not achieved with the proglide devices. The physician is reportedly not trained in the use of the proglide device. No additional information was provided.